Event description:
Caller indicated the assure 4 meter was reading high. At 6am resident read 83 on a4 meter. Was lethargic and non-responsive. Patient was given a glucose injection of some kind. At 6:10 resident was rechecked on accu chek meter and read 60. Patient was not transported at this time. Patient is a female. Medications patient takes daily are; lortab, ramaphil, lasix, aspirin, tylenol. No meds given prior to incident.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification.